Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 33.3, 7.9, 30.7, and 9.7 mmol/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.